Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported prior to a surgical procedure the laser disconnects involuntarily. A system warning was displayed. The case was initialed and completed. There was no patient involvement. The laser was not used. Additional information has been requested.

Manufacturer narrative:
The company service representative examined the system and replicated the reported issue. The nonconforming interface breakout printed circuit board (pcb) was replaced to resolve the issue. The system was then tested and met all product specifications. Based on assessment, the product met specifications at the time of release. The root cause of the reported events can be attributed to the nonconforming interface breakout printed circuit board (pcb). The manufacturer internal reference number is: (B)(4).